Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the flexible drill had a potential field age of approximately 2 years and 5 months at the time of the event. As returned, the flexible shaft is bent. The flutes appear to be dulled and there are some circumferential wear marks on the shank. This event may be due to (but not limited to): excessive force that may have applied during usage; continued operation of the drill after it was stuck against hard material; rapid forward and reversal of direction of rotation when the device is stuck; excessive bending around corners; device wear due to usage with time; low speed/high torque of operation. The device usage history is unk and the type of driver used is unk; therefore a definitive root cause cannot be certain. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the flexible driver broke during surgery in hard bone in the acetabulum. The drill was re-chucked on another driver without incident. Drill was being used in hard bone.